Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including severe fatigue, autoimmune disease, thyroiditis, gastro issues, joint pain, bursitis, frozen shoulder in both arms, breast pain, inability to regulate sugar levels, frequent urination, insomnia, blurred vision, breathing issues, numbness in extremities, and exhaustion. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.